Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of laparoscopic cholecystectomy, while in the cystic artery, the surgeon was able to squeeze the button but the clips sprung off the jaws of the clip applier and fell into the patient's cavity. The clips were retrieved from the patient's cavity. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. A video was also provided. A visual inspection of the returned photos noted that the first image depicted the handle of the device in its packaging. The second image depicted the jaws of the device with malformed clips on its packaging. A visual inspection of the returned video noted that the video showed the jaws being actuated and clips malformed and spitting out from the distal end of the device. It was reported that the clips were spitting. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.